Event description:
It was reported that this patient underwent a left total knee arthroplasty. Subsequently, one (1) year, eleven (11) months later, the patient developed an infection. It was noted the patient's histology is indicative of infection. As a result, the patient underwent an arthroscopic biopsy and an arthrolysis surgical intervention which indicated arthrofibrosis in the supra-patella area of the peri-patella region. Lab samples came back positive for staphylococcus lugdunensis. Patient's outcome was reported as continuing medication intervention. The devices remain implanted. No additional information is available.

Manufacturer narrative:
D10: 02-010-01-0250 - logic femoral ps cem left sz 5. 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm. 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 200-02-38 - three peg patella 38mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, h6: type of investigation if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.